Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter (41014u1/(B)(4)), 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported difficulty in advancing the clip delivery system (cds) into the steerable guiding catheter (sgc) can include, but are not limited to, manufacturing anomalies (sleeve key orientation), patient conditions such as anatomical morphology / pathology, user technique or procedural conditions (force applied to the sgc hemostasis valve during insertion attempts, stored torque on the steerable sleeve during insertion). With respect to the patient anatomy, procedural conditions and/or user technique, difficulty in advancing the cds into the sgc may be influenced by handling of the device during insertion of the cds or torquing of the sleeve during insertion. Additionally, difficulty removing the cds from the sgc due to the clip becoming caught on the guide tip can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. In this case, it is possible that there was additional tension placed on the system (cds/sgc) due to procedural interactions (e.g. Stored torque on the steerable sleeve, patient anatomy) during cds advancement such that the cds was difficult to advance through the sgc; however, this cannot be confirmed. In regards to the difficulty removing the cds due to the clip becoming caught on the sgc soft tip, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds, resulting in the difficulty removing the cds; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported events could not be determined. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the device history record revealed no non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency. The steerable guiding catheter (41014u1/(B)(4)), referenced, is filed under a separate medwatch report number.

Event description:
This is submitted to report the resistance noted during removal of the second clip delivery system (cds41009u2/(B)(4)) through the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a small left atrium (la). The steerable guiding catheter (sgc 41014u1/(B)(4)) was advanced to the la without issue. One mitraclip was implanted on the mitral valve leaflets and the mr was reduced to 2. The second cds (41009u2/(B)(4)) was inserted into the sgc; however, resistance was noted with the sgc during advancement. The cds was able to exit the tip of the sgc but during an attempt to straddle the device over the leaflets, resistance was still observed. The cds was pulled back but the grippers became caught on the soft tip of the sgc and the devices were stuck. Troubleshooting maneuvers were performed and the cds was able to be removed successfully. The sgc was then removed. After removal, it was seen that the soft tip was torn. A new sgc and cds were used without issue. The procedure was completed with 2 clips implanted and a reduction of mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.